Manufacturer narrative:
This complaint was submitted in error and is a duplicate of MFR report # 0003015876-2020-00932.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.